Event description:
The device was used to administer defibrillator therapy to a patient. Reportedly, the device screen went immediately blank and the unit w0uld not turn back on. The fire department arrive on scene and used their lifepak (r) 500 to treat the patient. The reporter stated that the patient was resuscitated.